Event description:
Related manufacturer report numbers: 2017865-2023-04749 and 2017865-2023-04750. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The noise was reproducible during lead provocation testing. During the revision procedure, the leads were noted to be twisted and the device pocket was noticeably tight. The device and leads were tested outside of the pocket and the event was not reproducible. The pacemaker was explanted, replaced and the pocket size was increased to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the noise previously reported resulted in pacing inhibition. As a result, the patient experienced brief moments of asystole.